Event description:
On (B)(6) 2014, a 2 hours breast reduction was performed at (B)(6) USA. A rem equipped valleylab electrosurgical generator (force triad) and a monitoring dispersive electrode (model rsw271a30) were used. The patient position was described as supine position and she was not repositioned. The body and skin type of the patient was described as unknown. According to the questionnaire it is unknown whether skin cleaning, shaving, disinfection and drying were performed. It was stated that no ointment has been used. The electrode was placed on the right thigh. After the procedure a burn was discovered. The wound has been described as burn of approximately 2 x 2cm. The hospital has reported the dispersive electrode has adhered "appropriately". The generator output has been described as cut 30, coag 30, blend 1. The wound has been treated with silvadene cream. No further information on the skin preparation, the patient injury, its precise location and the orientation of the electrode on the patient have been disclosed so far.

Manufacturer narrative:
The retained samples have been visually and tested electrically and thermally. Mechanical tests were performed on retained samples. All samples were found to perform within limits. No faults could be detected. Our customer megadyne medical products inc. Provided the following information: "we have received the pad involved in this event and I will be sending it to you". We are waiting for the involved sample for further investigations. Additionally we are requesting further informations on the skin preparation, the patient injury, its precise location and the orientation of the electrode on the patient. We will continue to ask for further information and will relay any information and further conclusions in a follow-up report.